Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h4 and h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the tip is deformed. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for polaris 5.5 driver for the failure of tip deformation. The failure could possibly be attributed to the repeated usage and/or excessive forces being applied beyond the intended use of the instrument leading to the deformation of the device. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two polaris 5.5 plug drivers stripped during a surgery. There was no patient impact. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2025-00378.

Event description:
It was reported that two polaris 5.5 plug drivers stripped during a surgery. There was no patient impact. This is report two of two for this event.